Event description:
Valve was explanted due to severely calcified leaflets.

Manufacturer narrative:
Device eval anticipated, but not yet begun. Device returned, eval pending; device eval anticipated, but not yet begun.